Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent right total knee arthroplasty on an unknown date. Subsequently, the patient underwent manipulation of the right knee on (B)(6) 2004, due to arthrofibrosis. No components were removed.